Event description:
A patient reported they were unable to test on their meter. Their meter allegedly had no power. There was no result on their meter. Customer tested on their employee's meter. Results were 317, 230, and 180 mg/dl. No comparisons done. Treated self with own medications. No further information has been reported.